Event description:
It was reported that the plastic portion of the catheter, the thin tube that should be inserted into the patient, crumbles, and bends/kinks; making it very difficult to cannulate` patient. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-05277. The report was submitted in error., corrected data: corrected information provided in h10.